Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The vig2e monitor was returned for evaluation. The reported issue, that the cardiac index values were too low, was not confirmed by the evaluation. The monitor will be returned to the customer. The device history record was reviewed; no related non-conformance were found. There is no escalation is required. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Cardiac index readings should correlate with the patient¿s clinical manifestations. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. It is unknown whether any user or procedural factors contributed to this reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results as well as the device history record. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use with a patient using this vigilance ii monitor, the cardiac index (ci) values were said to be low; almost half of what they should be. It is unknown if an error message was displayed. The values were not correct according to the clinical patient status. The expected values were to be within the normal range. The exact values were unknown. The 70cc2 cable was changed out for a new one but the issue persisted. The device is available for evaluation. There is no allegation of patient injury.